Event description:
It was reported, " dislocation occurred on the event date, and it was post-op. According to the adverse event form submitted, but the site the following month- the patient violated precautions as she leaned over to fix her sandal strap. The surgeon considered this event "not device related" however, it resulted in hospitalization. The patient was treated one month prior, with re-location under anesthesia and the event was considered resolved in the same month."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.